Event description:
Pt was treated at hospital for hyperglycemia. Pt was experiencing hypoglycemia the two weeks prior to this event during the night. Pt also reports that though the blood sugar was high, pt did not change the infusion set or do any other troubleshooting. Pt reports that when admitted, the blood sugar was over 1000. Device passed all technical inspections.